Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) experienced prolonged deflation issues, causing pain and discomfort. The physician conducted a physical examination and attempted standard deflation steps, confirming that the prosthesis did not fully deflate; only about 30% deflation was achieved. This partial deflation provided temporary pain relief. A revision surgery will be required but has not yet been scheduled or performed. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) experienced prolonged deflation issues, causing pain and discomfort. The physician conducted a physical examination and attempted standard deflation steps, confirming that the prosthesis did not fully deflate; only about 30% deflation was achieved. This partial deflation provided temporary pain relief. A revision surgery will be required but has not yet been scheduled or performed. No additional patient complications were reported.